Event description:
The manufacturer received information alleging a simplygo device had a power connection problem and the circuit board was defective. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device pca was burned behind the ac power connector. In addition, the unit starts with a battery as a power source, the sieve canisters were worn out, the tubing was contaminated, and the inlet filter needed to be replaced due to preventive maintenance. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.